Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the right atrial (ra) lead exhibited sudden increased thresholds, loss of sensing and dislodgement. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.